Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose (bg) was 500 mg/dl. The customer delivered a manual injection, changed supplies and resumed insulin delivery successfully.